Event description:
Approximately 9 months and 18 days post-tmvr (off-label) procedure, using a 29mm sapien 3 valve in the native mitral position, the transthoracic echocardiogram (tte) demonstrates severe mitral stenosis (ms) with a mean gradient of 13 mmhg. A recent CT was suggestive of halt. The patient was started on anticoagulants and will be brought back for a follow-up echo. Per medical record review, the halt was confirmed by CT but there is no confirmation if it is due to thrombus. The gradient is severe and due to this patient's multiple other co-morbidities, the valve could be stenotic due to halt.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 29mm sapien 3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. This was an off-label operation for a valve-in-native mitral valve. The IFU in this section is for the transfemoral (tf) procedure in the aortic/mitral position and was reviewed for relevant guidance for a sapien 3 implant using a commander delivery system (ds). It should be noted that the sapien 3 thv was implanted in the native mitral valve. The sapien 3 thv system is indicated for valve replacement involving a native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. Therefore, this was an off-label operation for valve-in-native mitral valve. The following instructions were reviewed: commander delivery system. Based on this review, no IFU training deficiencies were identified. The reported events of valve stenosis and leaflet thickened/halt were confirmed based on the medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "approximately 9 months and 18 days post-tmvr procedure, the tte demonstrates severe ms with mv mean gradient 13 mmhg. Recent CT suggestive of halt. The patient was started on anticoagulants and will be brought back for follow up echo." Additionally, upon reviewing the medical records, "the halt was confirmed by CT - but there is no confirmation if it is due to thrombus or not. The gradient is severe and the medical records refer to the mitral stenosis as severe. Due to this patient's multiple other co-morbidities, the valve could be stenotic due to halt or the halt could be a separate issue." Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient was treated with warfarin (anticoagulation), which suggests that the patient may have had thrombosis. These blood clots on the valve can significantly impact the functionality of the valve, resulting in the reported leaflet thickening and stenosis. Furthermore, the patient had vast comorbidities (e.g. Hyperlipidemia, diabetes, etc.), which are known factors that may increase the risk of valve calcification leading to leaflet thickening, resulting in stenosis. Available information suggests that patient factors (thrombosis, pre-existing comorbidities) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
The patient underwent a successful valve-in-valve procedure using a 29mm sapien 3 valve.

Manufacturer narrative:
Update to b3 and b5. Correction to h6; impact code and investigation conclusion.